Event description:
It was reported that during an unspecified procedure, the pt had a brachycardia event and went into cardiogenic shock. The lesion was located in the heavily calcified and tortuous proximal and mid left anterior descending (lad) artery. The rotational speed of the rotalink catheter was set at 135,000rpm to 150,000rpm. The burr rotational speed did not drop more than 5,000rpm from the unloaded platform speed during ablation. The rotalink catheter was used to treat the lesion and the pt was fine until the fourth pass when the pt had a brachycardia event and went into cardiogenic shock. It was further reported that there was no specific issue with the device as everything operated fine, and the physician technique was "perfect." The vessel maintained flow the entire time and the physician is uncertain of what caused the pt complication. The procedure took four hours; the ablation took 30-45 minutes. Treatment consisted of: insertion of balloon pump, administration of CPR and drugs extended the time of the procedure. The pt was transferred to another facility for placement of a left ventricular assist device. No further pt injuries or complications were reported. The pt's status was reported as "not well."

Manufacturer narrative:
Product was not returned; therefore, product analysis could not be completed. The mfg batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.